Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) of 900 mg/dl and vomiting; cause was unknown. The customer required assistance from husband to deliver a manual injection of insulin to address the elevated bg. Customer was treated with intravenous fluids of saline and insulin to address their bg. System check with tandem technical support confirmed the pump was functioning as intended. Customer was discharged from the hospital (B)(6) 2025 with the issue resolved and no permanent damage.

Event description:
It was reported that the customer went to the emergency room (ER) via ambulance with an unspecified blood glucose (bg) and vomiting; cause was unknown. The customer required assistance from husband to deliver a manual injection of insulin to address the elevated bg. Additional information was not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.